Event description:
Additional information received reported that the patient was still going to the bathroom every hour and emptying 200-250 ml by self -catheterizing. The patient stated that as the weeks went by she felt the stimulation go away. The patient increased stimulation to 0.9v and felt it comfortably in the bicycle seat area.

Event description:
It was reported that the patient had an overstimulation sensation. The patient saw her physician today for reprogramming and since then the stimulation was too high. The patient had bathroom issues and went four times since her reprogramming. She was on program 1 at 1.7 volts. The patient was able to turn stimulation down to 1.6 volts. Subsequent information received reported the patient had a shocking or jolting sensation, which she had felt since she saw her physician over two weeks ago. The shocking was not all the time but was intermittent. The reason she saw her physician was because she was having loose stools and slower urine draining. The patient still had to use a catheter 2-3 times a day after she was implanted. After her appointment, she felt stimulation was too strong and was giving her a shocking sensation in her vaginal area. Even after turning down stimulation to 1.6 volts, the patient still felt the shocking sensation and her bowels are not rock hard. The patient turned stimulation down to 1.5 volts and thought she was at a good spot. Further information received reported that the patient had electrolysis on (B)(6) 2012 on her face. She had her stimulation turned on at the time and the side where her implant was, her leg was jumping. It was also reported that since her (B)(6) physician's appointment, she felt intense stimulation only prior to bowl movement and the rest of the day she was able to make it to the bathroom. The patient's stimulation was uncomfortable in her vaginal area. She decreased stimulation to 1.4 volts. Additional information has been requested and a supplemental report will be submitted if it is received.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported, the patient was still having concerns with her device but she was working with her doctor and manufacturer representative. Additional information received a week later reported, the patient could feel stimulation during bowel movements. The patient also felt stimulation in her vaginal area but she was unable to empty her bladder. It was reported, the patient did not want stimulation in her vaginal area. It was noted, the patient's device was implanted for retention. The patient switched from program 1 at 1.4 volts (v) to program 2 at 0.8 v; she then felt stimulation in her rear end "where it was supposed to be." A follow-up report will be sent if additional information becomes available.